Event description:
I used renu with moisture loc lens solution from jan, 2006 to april, 2006. I was forced to go to my family dr and have my contacts medically removed in mid april and then sent to an eye dr where I was diagnosed with fungal keratitis. I than saw several other drs after that and put on many-many drugs. This solution caused a fungal ulcer that led to rce and swelling of my optic nerve. My vision in my right eye has been impaired and has been left very sensitive to light and has rce, which could require surgery.